Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a intima-ii 20gax1.16in prn slm npvc. The following information was provided by the initial reporter, "the customer found that the needle tip of the product was black with black spots on (B)(6)." 100 occurrences were reported.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9141586. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the evaluation of the submitted device our engineers were unable to identify an foreign material. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that foreign matter was found before use with a intima-ii 20gax1.16in prn slm npvc. The following information was provided by the initial reporter, "the customer found that the needle tip of the product was black with black spots on september 19." 100 occurrences were reported.